Manufacturer narrative:
A gambro polyflux 170 h dialyzer was used in the dialysis treatment. The dialyzer involved in this incident was discarded by the facility. Gambro could not perform a lot history record check or complaint history file check, as the lot number involved in the incident is unknown. Gambro does not regard the submittal of this report as an admission of causation or liability.

Event description:
According to preliminary information, a patient was hospitalized following completion of her dialysis treatment for fever or diarrhea and subsequently diagnosed with hemolysis. The cause of the hemolysis is unknown. No further medical or clinical data is available at this time. The clinical investigation is presently ongoing.